Event description:
The manufacturer received information alleging a ventilator's lcd screen view was displayed upside down. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board to lcd cable was found to be loose. The cable was reconnected to address the issue.